Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a hole in the prb and recurring incontinence. In six weeks the system will be activated and the device will be checked to see if its working. No other complications with the patient known.

Manufacturer narrative:
Additional information received that the reason for revision was also fluid loss. D4 product details updated the balloon component was visually inspected, microscopically examined, and tested for leaks. There was a leak in the balloon shell at the shell-adapter junction that was the result of fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Product analysis confirmed the reported hole causing fluid loss issues. Based on this investigation, the investigation conclusion code cause traced to component failure was chosen because a balloon malfunction was identified through product investigation and found to be the most probable cause of this event. The product analysis results, and event report provided no objective evidence that would warrant further no escalation.review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a whole in the prb and recurring incontinence. In six weeks the system will be activated and the device will be checked to see if its working. No other complications with the patient known.